Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare loop was not able to make a ¿clean cut¿ and was tearing up the mucosa. However, no bleeding was noted. It was reported that the snare was being used intentionally without cautery (¿cold snaring¿ technique). The procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results:visual evaluation performed and found no anomalies. When the device was actuated in retroflex, the loop extended and retracted according to specifications. Electrical testing was performed, and the device passed the resistance test. The complaint that the loop failed to make a clean cut was not confirmed. The investigation found neither evidence of the alleged issue or nor any defect which could have contributed to the event.a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used in the colon during a polypectomy procedure.according to the complainant, during the procedure, the snare loop was not able to make a "clean cut" and was tearing up the mucosa. However, no bleeding was noted. It was reported that the snare was being used intentionally without cautery ("cold snaring" technique). The procedure was completed using this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event loop failed to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.